Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor check alert was first presented to the customer on (B)(6) 2023, day 3 after insertion. Ten additonal sensor check alerts were also asserted, four on (B)(6) 2023, and six on (B)(6) 2023, hence the sensor was replaced and returned for further investigation. Returned sensor investigation revealed led crash. Log file analysis of the returned transmitter confirmed that delamination of the photodiodes from the expoxy bonding in the sensor. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where customer received several "sensor check" alerts due to large differences between the sensor glucose (sg) readings and blood glucose (bg) entries. Due to the difference, the system does not take the calibrations. This incident and the system performance was reviewed via a review of data management system (dms) and was determined that there was an underlying system (sensor) instability. Sensor was replaced and was requested back for further evaluation.